Event description:
As reported, during laparoscopic ventral hernia repair using optifix at fasteners didn't penetrate the tissue and failed to fixate. The procedure was completed with another device. There was no patient harm or injury.

Manufacturer narrative:
As reported, during laparoscopic ventral hernia repair using optifix at fasteners didn't penetrate the tissue and failed to fixate. The evaluation of returned sample failed to reproduce the reported event of device failed to fixate. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies were found. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use, supplied with this device states, "place the tip of the optifix¿ at absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.